Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that oversensing on the rv lead led to inappropriate shocks. The lead was capped.